Event description:
A procedure was conducted over a 1 year ago to repair a parastomal hernia using the co's permacol and a "top hat" technique. The surgeon stated that the pt had no infection prior to the initial surgery. The implant was not placed under the tension and was sutured in place with monocyl sutures. The hernia recently recurred and the surgeon decided to re-explore the area. On exploration, the surgeon found no evidence of the permacol. The surgeon states that there have been no further problems with the pt following surgery to re-explore the area and that medical intervention was not required to prevent serious injury due to the implant.